Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: vlas 9735660 10mm tip/1.65mm catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation procedure, the lure lock on the cooling catheter would not tighten. The malfunction resulted in the lure lock rotating freely. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.